Manufacturer narrative:
Pt info was not available at time of this report. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the surgeon was using the o-arm with s7 for a mast procedure, and was not satisfied with the accuracy of the registration. Surgeon opted to use fluoronav for the remainder of the procedure. There was no impact to the patient.